Event description:
During a procedure to break up and remove kidney stones, a suction hose was incorrectly inserted into the roller pump of the olympus lithotriptor lus2. Instead of suctioning debris from the kidney (i.e., fractured stones) air was inadvertently pumped into the kidney. Following discovery of the misconnection, the hose was reversed in an unsuccessful attempt to recover from the mistake. The patient went into cardiac arrest, and was pronounced dead on the or table.